Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained/peeling serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had retainer ring was broken. Customer's blood glucose value was 150 mg/dl at the time of the incident. Customer will return device for analysis.